Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device identified the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist. The fiber proximal to fracture could rotate independently. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. The investigation did not find the fiber tip was broken and therefore the reported allegation was not confirmed. Based on the investigation find of a circumferential fracture on the distal side of the fiber/cap fusion zone, an evaluation conclusion code should be of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that the fiber tip came off during the laser photoselective vaporization of the prostate procedure at 18,231 joules. Tip was cleaned during the procedure. Fiber was disinfected with cleaning wipes. The tip was removed, a new fiber was attached and the case was completed. There was no patient complications, no adverse outcomes.

Event description:
It was reported that the fiber tip came off during the laser photo selective vaporization of the prostate procedure at 18,231 joules. Tip was cleaned during the procedure. Fiber was disinfected with cleaning wipes. The tip was removed, a new fiber was attached and the case was completed. There was no patient complications, no adverse outcomes.